Manufacturer narrative:
Concomitant medical devices: 250ml hospira bag ndc (B)(4), lot 65-095-jt, exp 1 may 2018 of 0.9% sodium chloride; 500ml hospira bag ndc (B)(4), lot 64-622-fw, exp 1 apr 2018 cisplatin; therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that following a recent conversion to another company's alcohol impregnated caps, leaking has been noted between the smartsite threads and the texium valve. The customer's normal routine is to apply the alcohol caps to all y-sites when an infusion is started. The length of time the caps are in place varies. This specific event occurred when cisplatin 143.5 mg/500ml ns was infusing at 500 ml/hr over 1 hour. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the reported suspect set's smartsite port and a mating texium valve component was not confirmed. Visual inspection of the set observed no obvious damages around the area of the engagement between the set's proximal smartsite port and concomitant set's distal texium luer; or from anywhere. Functional and pressure testing resulted in no leaking from the sets engagement. The root cause of the customer¿s report of a leak between the reported suspect set's smartsite port and a mating texium valve component was not identified.